Event description:
It was reported that, just after the implant procedure, the patient had an inappropriate shock due to the oversensing of noise. The sensing vector was set to the primary vector. Technical services reviewed the data and suspects that this is due to air. Technical services recommended doing massaging maneuvers to try and dissipate some of that air and then reevaluate. There were no additional adverse patient effects. The system remains implanted.